Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 43 mg/dl. The customer was vomiting and was going in and out of consciousness. The customer stated that the low blood glucose level might have been due to not eating dinner. At the hospital the customer's blood glucose was monitored and the customer was treated. The customer was not wearing the insulin pump at the time of the hospitalization. They had disconnected the device approximately 20 minute prior to the hospitalization and did not take the device with them to the hospital. Nothing further was reported.